Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported an alert 42 on their ilet device that recurred after restart and prevented the device from rewinding or resuming therapy. The user was instructed to replace the device and begin backup therapy until the replacement arrived. No ems, hospitalization, or bg impact was reported.